Manufacturer narrative:
A ge service representative performed an on site investigation. The kv and ma adjusted, during the service call.

Event description:
It was reported that the 9800 system would not fluoro and the screen was blank. No patient injury was reported.